Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life to less than a week, rejected brand new battery, unexplained no insulin delivery alarms, no alerts when the battery is low, buttons reacting slowly, settings lost after battery change once, and reprogramming requirements. No harm requiring medical intervention was reported. Troubleshooting was not performed and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged charge/battery lasts less than expected, failed battery test, no delivery/occlusion alarm at unknown timing, unresponsive keypad, audio/vibrate anomaly/absence of alarm, and reprogram alarm anomaly. Insulin pump successfully passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. Successfully downloaded history files and traces using thus. No unexpected alarms occurred during testing or found in history files or traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Verified insulin pump alarmed low battery alert on september 10, 2022 at time 08:06:00.000 was found in the history files. Verified "no delivery" alarm did not appear in insulin pump downloaded history or traces. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No insulin pump error or audio/vibrate/absence of alarm anomalies noted during testing. No insulin pump error alarms noted in insulin pump history download. No reprogram anomalies noted during testing. Insulin pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, motor, or force sensor. The j1 connector on electrical board was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. Insulin pump passed full functional tests and no unexpected alarms occurred during testing. Charge/battery lasts less than expected not confirmed. Failed battery tests not confirmed. No delivery alarm/occlusion not confirmed. Unresponsive keypad not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Reprogram alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.